Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had lasik surgery on (B)(6) 2016 and presented on day post op with mild diffuse lamellar keratitis (dlk) in both eyes; right eye at superior hinge and left is nasal at the site of where he had some corneal bleeding after the flap was removed. Patient's vision is doing well. Patient was given predforte every hour while awake for that day and the next and then every two hours until the next week. He will also continue artificial tears 4 times a day for irritation and pain. The one week followup appointment was on (B)(6) 2016 and vision was 20/20-1 in each eye. Flaps were clear in each eye and there was no sign of dlk in either eye.